Manufacturer narrative:
Additional information was received that the patient continues to get better. There was no sign of epidural hematoma and the MRI was inconclusive. The physician does not believe the patient condition is due to the device.

Event description:
A report was received that following the implant procedure the patient was complaining of weakness of legs, could not walk, and was experiencing bowel issues. The patient was hospitalized. The physician does not believe the event is device related. The patient is now able to move her limbs more and more each day and undergoing physical therapy in a nursing home.

Event description:
A report was received that following the implant procedure the patient was complaining of weakness of legs, could not walk, and was experiencing bowel issues. The patient was hospitalized. The physician does not believe the event is device related. The patient is now able to move her limbs more and more each day and undergoing physical therapy in a nursing home.

Manufacturer narrative:
Additional information was received that the patient was still having trouble standing and has little feeling in the legs and feet.

Event description:
A report was received that following the implant procedure the patient was complaining of weakness of legs, could not walk, and was experiencing bowel issues. The patient was hospitalized. The physician does not believe the event is device related. The patient is now able to move her limbs more and more each day and undergoing physical therapy in a nursing home.

Manufacturer narrative:
A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that following the implant procedure the patient was complaining of weakness of legs, could not walk, and was experiencing bowel issues. The patient was hospitalized. The physician does not believe the event is device related. The patient is now able to move her limbs more and more each day and undergoing physical therapy in a nursing home.